Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most probably cause of the malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an e217 scope data error. Additionally, the scope cover unit, the plug unit, and the circuit board unit in the scope connector had foreign material. There was no patient involvement.